Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned despite a device return attempt. Ongoing attempts will be made for the device return. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported: the web did not detach, attempted multiple times with detachment controller and tried replacing it, but it did not detach. The web was retrieved. The procedure was successfully completed using another product. Patient is stable.

Manufacturer narrative:
The investigation found the returned web system found that the unit did not pass continuity and resistance testing. The heater coil did not show signs of activation using a detachment controller. Further investigation found the brown lead wire broken at the distal solder joint, which is consistent with non-detachment. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the broken lead wire, but the damage is consistent with the device experiencing forces exceeding the solder joint's tensile strength. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
No additional information received regarding the event.